Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: the customer's statement that the optical system is foggy/blurred can be confirmed. When imaging the optics, a clearly defined blurring can be seen in the lower left edge of the image. During the examination, a chip in a rod lens was detected, which has a negative effect on imaging and influences the image quality. Small impact marks and scratches can be seen in the distal area. Normal signs of wear can be seen on the surface of the optics. Improper handling during clinical use or during clinical reprocessing can cause damage to the rod lens system, which negatively affects imaging, as in this case. At the time of product testing / delivery no deviations were found. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The diagnosed issue is not caused by a production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The hospital reported a blurred image / frequent fogging during procedure. No negative impact in state of health reported.